Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device longevity had decreased 2.5 years within a short time period. Technical services (ts) performed a data analysis and found that the device was experiencing normal battery depletion. It was noted atrial fibrillation (af) began to occur the month before, which affected the device's battery life. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device longevity had decreased 2.5 years within a short time period. Technical services (ts) performed a data analysis and found that the device was experiencing normal battery depletion. It was noted atrial fibrillation (af) began to occur the month before, which affected the device's battery life. The device remains in use. No adverse patient effects were reported.